Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site evaluation: samples received: 36 unopened racepacks. There are one previous complaint of this code/batch. There are no units in OEM stock. The pack received is tight. Needle attachment test results of samples received do not meet OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventative actions: OEM has initiated corrective action to avoid future occurrence.

Event description:
Country of complaint: (B)(6). Thread spontaneously detaches from needle.